Event description:
It was reported that blood leakage was observed from the thermistor lumen in the ICU. It was further stated that the sales rep found a 2cm long slit at the proximal end of the thermal filament. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Heavy blood residue was visible at the thermistor connector. One cut with "flap" was found, 0.17" in length, at the 26.3 cm area (proximal of the therma filament) which entered into the thermistor lumen.